Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during unpacking, the catheter was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the percuflex plus ureteral stent was not returned for analysis, but media was provided by the customer of the device through an additional information response. Media analysis was then performed, and it was observed that the bladder coil fully detached. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event. Block h6 has been updated based on the additional information received on june 17, 2025.

Event description:
It was reported that during unpacking, the catheter was fractured when the package was unpacked and it was ready to be used. The procedure was completed with another of the same device and the patient condition following procedure was stable.